Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2022-01923. Concomitant medical products: item#: 113042, versa-dial 46x18x53 hum head; lot#: 190190; item#: 118001, versa-dial/comp ti std taper; lot#: 814790; item#: 113954, md hybrid glenoid base 4mm; lot#: 899530. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product was requested but per hospital policy was not returned. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent an initial right shoulder arthroplasty. Subsequently, approximately seven (7) years later, the patient is was revised due to loosening of implants and a infection. All components were removed and replaced with an antibiotic cement spacer.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4) this follow-up report is being submitted to relay additional information. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2022-01923-1 0001825034-2022-02758 the following sections were updated: b4; b5; d10; g3; g6; h1; h2; h3; h6 d10: medical products: item#: pt-113950, pt hybrid glen post regenerex; lot#: 370430 h6: components codes: mechanical (g04) - stem during the investigation process a review of the sterile certifications were reviewed and found to be conforming with no applicable deviations. Devices were verified to have gone through acceptable sterilization process following iso/aami/astm & EU published guidelines. There are multiple factors that may contribute to an infection that are outside the control of zimmer biomet, such as external factors, i.e. Hospital/surgical environment, provider related risk factors, and/or patient comorbidities/risk factors. As there are no indications of a product or process issues identified affecting implant safety or effectiveness, therefore implanted products are not identified as the source or contributing to the reported infection. No product was returned, or pictures provided visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. Radiographs were provided; however, they were not submitted for review as the images are in the immediate postop timeframe as reflected by the staple line present. Sending the images would not enhance the investigation. Images taken (B)(6)2017. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.